Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, there were striation markings all along the length of the device. It can be confirmed that the reported condition occurred. The striations indicate excessive friction and indicate that the device might have hit a hard surface, which could lead to metal shavings as reported. Additionally, this device is very old so normal wear and tear of the device could also be a factor. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available.

Event description:
The affiliate reported during a knee procedure while using the fms vue shaver blade, minute particles came off into the patient. Additional information received on 8-11-2016. The knee was washout but not all minute metal was removed. The procedure was not extended by this incident. They did not use another shaver as it was at the end of the procedure that this was noticed.